Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately 2 minutes and 29 seconds from 12:46pm on (B)(6) 2021, which is sufficient time to replace the reagent; and the station properties were reset at 12:49pm on (B)(6) 2021, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 8 prior to these user actions were: ethanol concentration=74.9%, cycle=69, cassettes= 2737 and days=29. The reagent in bottle 8 (ethanol) was used for the final dehydration step in 11 protocols executed between (B)(6) 2021; and for the fifth dehydration step in nine (9) protocols executed between (B)(6) 2021. At 14:33pm on (B)(6) 2021, the ethanol concentration calculated by the instrument software in bottle 8 after completion of 20 processing runs involving a total of (B)(4) cassettes is 98.6%. The variance between the ethanol concentration of approximately 88.6% measured by the complainant using a hydrometer on (B)(6) 2021 and that calculated by the instrument software of 98.6% indicates that a use error occurred when replacing the reagent in bottle 8 between 12:46pm and 12:49pm on (B)(6) 2021. Although a user affirmed in the instrument software that the ethanol concentration in bottle 8 was to be set to the default value of 100% at 12:49pm on (B)(6) 2021, manufacturer evaluation of the data provided indicates that the actual ethanol concentration in bottle 8 was approximately 96.9%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 8 (ethanol) with an ethanol concentration of approximately 96.9% at 12:49pm on (B)(6) 2021 due to a use error when replacing this reagent between 12:46pm and 12:49pm on (B)(6) 2021, was used for the final dehydration step of 11 processing runs executed between (B)(6) 2021. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Consequently, the quality of tissue processing in the runs executed between 09 and 14 would also likely have been adversely impacted by the use of xylene and wax contaminated because of the use error detailed involving bottle 8 (ethanol). Investigation of this complaint found that the instrument functioned as designed between (B)(6) 2020 and (B)(6) 2021, which is the period the covered by the instrument logs provided. The root cause of the sub-optimal tissue processing between (B)(6) 2021 was a use error, which occurred between 12:46pm and 12:49pm on (B)(6) 2021, during manual replacement of the reagent in bottle 8 (ethanol). Manufacturer evaluation of the data provided indicates that the actual ethanol concentration in bottle 8 at 12:49pm on (B)(6) 2021 was approximately 96.9% rather than 100% as affirmed by a user in the instrument software. The root cause of the sub-optimal tissue processing occurring daily over last two years reported by the complainant to the assigned leica applications specialist - core histology on (B)(6) 2021, could not be determined from the information available.

Event description:
The complainant contacted leica biosystems and reported that tissue samples, which had been processed using peloris rapid tissue processor serial number (B)(4) were "both over and underprocessed tissue over the last year". The complainant also advised that all cases exhibiting sub-optimal tissue processing during the nominated period were diagnosable. On (B)(6) 2021, the assigned leica applications specialist - core histology (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented the following observations: "customer reported dry tissue every day over the last two years. Did not has [sic] specific instruments, days or runs. The ethanol concentrations were checked and all were within normal ranges when compared to the software. It was observed that the lowest ethanol on the instrument was 77.6%. The reagent thresholds were checked and ethanol was set to 75% which is a likely cause for dry tissue. Logs were reviewed and there were instances in which the ethanol concentration was above 88% and all were above 70%. There were also multiple repeated 132 insufficient reagent errors that were not resolved, indicating that less than desirable reagents were used frequently. Many bottles were filled below the minimum line. Other reagent settings were not as recommended by factory settings." The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer, with the variance between the measured and calculated concentration found to exceed the acceptable limit of 5% in bottle 8, in which the measured ethanol concentration was 88.6% and the calculated concentration was 98.6% on (B)(6) 2021, the fss documented the following information provided by the complainant: "overnight a technician had changed the 70% ethanol placed on instrument with 100% unprompted by the instrument, making the runs from the evening of (B)(6) 2021 to the morning runs of (B)(6) 2021 with a 90% as the first reagent (on down to 81% when observed upon arrival). It was reported by customer that they do change bottles before the instrument hashes them out. Instrument was dirty, and maintenance of the retorts, lls, and bottles appears to have not been completed for some time. Customer also uses flex alcohol (methanol and isopropanol blend). Protocols and settings do not match other 2 peloris on site. Customer also reported bad bottle changes (wrong concentration) in the past." The fss documented the following actions: "reagent thresholds were set to factory, and reagents not on instrument were removed. 70% was placed in bottle 9, and a 90% was placed in bottle 10 to allow for grading (bottle 9 was replaced unprompted with 100% later that evening). Instrument was cleaned, and customer advised to procure 6% acetic acid to clean remainder of salts and buildup. All bottles below the minimum line were topped off. Customer was notified of changes and instructed to not change bottles pre-emptively and it would be good practice to check grading before any prompted changes. Customer was trained on maintenance and schedule, and it was recommended to test factory protocols as they may be more appropriate. Customer was advised to use ethanol. They have a new peloris 3 and plan is to validate factory protocols with ethanol, while testing old protocols, and then creating uniformity among all 3 instruments." The fss also documented that sub-optimal tissue processing occurred daily over two (2) years when using the "labcorp 2 hr" and the "labcorp 3 hr" protocols; and the tissue type and size of the affected samples were detailed as "prostate [sic] cores, skin, gi, cervical" and "3-5mm" respectively.